Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 8 (cat8), a non-penumbra sheath and a guidewire. During the procedure, while advancing the cat8 over a guidewire through the sheath, the physician experienced resistance and subsequently kinked the cat8. Therefore, the cat8 was removed. The procedure was completed using a new cat8 and a new non-penumbra sheath. There was no report of an adverse effect to the patient.